Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis located in the mid left anterior descending artery. A 3.00mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, dilatation was performed at 6atm and another at 10atm. Device was again inserted inside the patient's body after the ivus check was performed. Dilation was again performed but it was noted that the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at several locations along its length. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis located in the mid left anterior descending artery. A 3.00mm x 10mm flextome cutting balloon was selected for use. During procedure, dilatation was performed at 6atm and another at 10atm. Device was again inserted inside the patient's body after the ivus check was performed. Dilation was again performed but it was noted that the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.